Event description:
The manufacturer received information from a feedback survey regarding spectranetics glidelight laser sheath devices. During a lead extraction procedure with use of a glidelight, a patient experienced a superior vena cava (svc)/innominate junction perforation. No further information was provided. This report captures the glidelight in use when the perforation occurred, likely requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age and date of birth - not available from facility. A3) patient sex and gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, device serial number, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.